Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the moderately tortuous, moderately calcified, distal right coronary artery (rca), the progress 80 guide wire crossed the chronic total occlusion (cto) lesion. A non-abbott balloon dilatation catheter (bdc) met resistance during advancement on the wire, so the devices were removed as a single unit. The same progress guide wire was reinserted, but failed to cross the lesion. A non-abbott guide wire was successful in crossing the lesion, which was predilated with a non-abbott bdc and a 3.5 x 23 mm xience xpedition stent was implanted, completing the procedure. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.